Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 14.4 mmol, 11.4 mmol. Tests were done within 20 minutes with a difference of 21%. Patient did not experience any adverse events. No further information has been reported.